Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patients blood pressure dropped, they went into pulseless electrical activity (pea), and were unresponsive. The right ventricular (rv) lead was attempted but not used. The physician administered CPR successfully and the patient recovered. No further patient complications have been reported as a result of this event.